Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others, white particles on the shell. A visual and microscopic analysis was performed which identified: striated broken on anterior and missing (0-25%). Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Patient reported "left breast implant is ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left breast implant is ruptured." Device remains implanted.